Manufacturer narrative:
We have received and confirmed the reported failure. We found tails of the centering hoop was sticking out of the sheath preventing closure of the device. We are aware of this issue and have an ongoing recall that includes this lot number. We had notified this hospital to return all affected devices on 10 august 2016. We received response from them stating they only had 1 device in stock which we exchanged. Once this complaint was received, our sales rep. Went to the warehouse and found 8 more devices from the same lot. All of the 8 devices have been removed from the facility.

Event description:
A piece of metal wire was sticking out of the protective sheath during pre-use check. Device was not used. Second hydro with the same lot elvh1078v had the similar issue but was less defective and was used carefully to complete the procedure.